Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that premature battery depletion was observed. The device reached eri in (B)(6) of 2016, and was checked in office in (B)(6) of 2016, although the device is still active inside the patient. Patient is not pacemaker dependent and no symptoms were reported. Device replacement was recommended but the procedure has not been scheduled yet. The patient will continue to be monitored.

Event description:
New information states that the device was explanted and replaced. The patient was in stable condition after the procedure.